Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's caretaker reported via phone call on (B)(6) 2018 that the patient was hospitalized on (B)(6) 2018. Patient had run out of reservoirs which caused hyperglycemia and was treated by hospitalization. No troubleshooting occurred. Patient will be sent emergency supply of reservoirs.